Event description:
Needle breakage [medical device complication]. Case description: this spontaneous case received from another country, reported by a consumer as "needle breakage", concerns a male patient using novofine 8mm (30g) needles due to insulin-dependent diabetes mellitus. In 2007, whilst the patient was injecting himself in the abdomen with a new needle, the needle broke off. The patient was examined by x-ray and ultra sound in the accident and emergency department. The needle was located in the anterior abdominal wall and the patient was transferred to another hospital for surgery. Here, the needle was removed under local anaesthetic with no complications. The patient was discharged on the same day with the following medication: co-amoxiclav, co-codamol 30/500, insulin detemir and novorapid (insulin aspart). The patient has only been able to carry out light duties at work, as he was unable to lift heavy equipment or drive the forklift truck. He has also been absent from work due to sickness for approx two weeks in 2007 because of tension, nausea and stress. He has subsequently been prescribed solpadol codeine phosphate paracetamol, ibuprofen and amitriptyline hydrochloride. On three days later, the patient observed a piece of stitch sticking out of his stomach. This was removed by a nurse at his surgery. The area was red, sore and infected. He was prescribed flucloxacillin, fucidin cream and paracetamol for the pain. Analysis result: product: novofine g30, 8mm. Lot no. 05d16g. Needle conclusion: batch history from final qc-release examined. Microscopical examinations performed. The needle tube is broken off at the needle hub. Note: the used needle is bend where it was fixed in needle hub. The used needle is probably broken because of wrenching. The outcome of the event is "recovered". Reporter's causality: unknown. Novo nordisk's causality: reportable. Latest follow-up received on four days earlier. Since last submission of the case, the following has been added: analysis result, lot number of suspect needle.